Event description:
The user facility has informed richard wolf medical instruments corp. (Rwmic) of an issue regarding a motor handpiece max. 6000rpm, part ID: 8564.021, sn # (B)(6) . According to the customer, the handpiece lost suction near the end of a holep procedure. The reported issue caused a 30 minute delay during the procedure to change disposables of the system. The scheduled procedure was completed. There is no report of injury to the patient or other personnel.